Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced bolus anomaly and history anomaly. The customer's blood glucose value was 69 mg/dl. The customer stated that the pump gave her bolus with carbs that no one has entered. The customer's blood glucose was 105 mg/dl in the morning. The customer stated that the meter broke that came with the pump. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for several days and no unexpected bolus wizard programmed noted. The insulin pump was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the daily history noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.